Event description:
Follow-up information was received on 14-aug-2019:the assessment text of the previous follow-up version was amended. It was confirmed that the patient fully recovered. Due to the provided information, the outcome of the event of erythema was changed from resolving to resolved, in 2019.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, ischemia, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot 100114292 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a male patient. He was injected with a total of 0.7 ml of radiesse(+)® into the right zygomatic area, on (B)(6) 2019. The patient was injected into 1 injection point. A needle was used for injection. The batch number was reported as 100114292. A lot search was conducted on the reported lot and no cases were noted. The patient had radiesse® treatment in the past and it was tolerated well. He had no allergies. The patient's medical history and concomitant medication were reported as none. On (B)(6) 2019, after the treatment with radiesse(+)®, the patient started to show ischemia, located in the right zygomatic area. In (B)(6) 2019 (reported as (B)(6) 2019 and as the next day), the patient started to show erythema, also located in the right zygomatic area. The physician prescribed prophylactic antibiotic treatment with cefadroxil 500 mg, twice a day (bid) for 7 days. The patient was not hospitalized. As reported, the patient was still recovering and was at the time of report only using dexaphantenol. The outcome of the event 'ischemia' was reported as resolved, on (B)(6) 2019. The outcome of the event' erythema' was reported as ongoing. In the opinion of the reporter, the events were of mild intensity, not permanent, not life-threatening, related to radiesse(+)® and not related to the incorporated local anesthetic in the product. Follow-up information was received on 19-jun-2019: the case was upgraded to serious. The physician confirmed that when she started applying the product, the ischemia started to show in the area. She was really worried that there was a possibility this was a necrosis, but she discharged the necrosis because the next day the patient showed erythema. As reported, the treatment was not necessary to prevent permanent damage, but the physician prescribed the patient with preventative treatment with cefadroxil, in order to prevent any other situation. Since the patient was last seen, he was not fully recovered, but erythema was disappearing. The patient was still using "dexaphantenol". The physician was going to visit the patient and see his development. The outcome of the events was left unchanged.